Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and confirmed the reported event of a loss of connection. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. An attempt to test the device was made; however, the error message "call tech support" was displaying on the screen. The error message stops the receiver from communicating and functioning. As a result, the receiver data log could not be downloaded and functional testing could not be performed. Pictures were taken of the receiver display. The reported event of a loss on connection could not be confirmed via receiver evaluation. Additionally, the transmitter (part number (B)(4)/serial number (B)(4)/lot number 5204562) used at the time of event was returned on (B)(6) 2016 for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. However, data log review was repeated at time of transmitter evaluation and confirmed the reported event of loss of connection. A root cause could not be determined.